Event description:
It was reported that (1) device was used during a gastrectomy. It was reported by the affiliate that the tct10 instrument locked out. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded. 02/10/2000: device originally thought to be discarded was located and will be returned for analysis. Converted from "rpo."